Manufacturer narrative:
Therapy date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. The patient had right heart failure and was implanted with an rvad (berlin heart excor) and developed thrombus in rv and in excor pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported right heart failure, right ventricle thrombus, and subsequent patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020. Information provided indicated that the patient had right heart failure and was implanted with another manufacturer's rvad. The patient subsequently developed a thrombus in the right ventricle and in the rvad. The heartmate 3 lvad reportedly operated as expected and the patient's death was not considered to be device related. It was reported that (B)(6) would not be returned for evaluation. The heartmate 3 lvas IFU lists right heart failure, peripheral thromboembolic event, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." In addition, section 6 (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. No further information was provided. The manufacturer is closing the file on this event.